Manufacturer narrative:
Approximate age of device ¿ 3 years and 11 months. Device evaluation: the report of driveline fault alarms were confirmed based on the evaluation of the returned percutaneous lead. Approximately 6.5 inches of the external portion/distal end of the percutaneous lead was returned. The silastic sleeve was removed, and examination of the shielding and bionate revealed areas with shield breakdown. Continuity testing was performed on the returned portion of the lead and a continuity issue was found in the yellow wire. The shielding and bionate were removed and examination of the underlying wires revealed a fractured yellow wire, approximately 3 inches from the metal/controller connecter, near the terminus of the distal-end bend relief. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the yellow wire were exposed. The fracture of the yellow wire appeared to be the result of repetitive flexing of the lead in this area. The fractured inner conductors would have resulted in the reported driveline fault alarms. There was no evidence of mechanical damage such as crushing or pinching. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a driveline fault alarm on their system controller. The patient switched to their backup controller in response to the alarm. The patient then went to the clinic where the customer exchanged the patient's system controller with another system controller with updated software. The patient received a driveline fault alarm on the updated system controller. The customer also reported that there was a suspected area of inconsistency near the distal end of the external percutaneous lead. The area had been previously covered with rescue tape. The patient was asymptomatic. An on site percutaneous lead repair was completed and the suspect area near the distal end was removed.